Event description:
It was reported the lead integrity alert (lia) was triggered due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead also exhibited high impedance on the low voltage portion of the lead, short interval counts (sic) and low r-waves. A possible fracture was noted. The rv lead remains in use and is planned to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: defibrillator implanted: (B)(6) 2011. Product ID: 438-01, competitor implantable pacing lead, implanted: (B)(6) 1991. (B)(4).